Manufacturer narrative:
.

Event description:
It was reported that during a gastrectomy procedure, the tissue pad came off the device. Another device was used to complete the case. There were no adverse consequences to the patient.